Event description:
It was reported that a closure was done using a perclose device. Reportedly, the patient returned with an infection at the puncture site. No other details about the case were provided. There was no reported adverse patient sequela or a clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. There was no conclusive cause(s) for the reported difficulty, and the relationship to the product, if any that could be determined. The reported patient effect of infection is related to the circumstances of the procedure and is listed in the prostyle instructions for use as a known possible complication associated with prostyle procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated as 6/16/2025. D4: the UDI is not known as the part and lot number were not provided.